Event description:
I have reached out to spectra baby USA due to my breast pump not being adequate. They have not responded. As a result, I have come down with mastitis and unable to feed my newborn. Their lack of response from when I original sent was over a week ago and my medical emergency could have been avoided.